Event description:
It was reported that a patient complained of a "jerking sensation" by the patient's pacemaker. The pacemaker system remains in use. No further complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.